Event description:
The following complaint is reported by risk management from the user facility, in a medwatch form. (Please note that this medwatch was received by the manufacturer without an associated user facility number): "we had a pt that had a neuroscience camino complete mico ventricular bolt monitoring & drainage kit that was not working properly and needed to be removed. During the removal, the end piece of the bolt broke off and a portion remained lodged in the patient's skull. The surgeon made a conscious decision not to remove the retained portion of the bolt but rather, placed a new kit. The surgeon felt the bolt that was removed may have been defective."

Manufacturer narrative:
The device in the reported incident is not expected back as it will remain in the patient as per surgeon's decision. An investigation has been initiated based on the reported information.